Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level. The low blood glucose level of customer was 1.9 mmol/l. Customer had a hypoglycemia last night which caused them to fall onto a table and their ribs got broken. Customer had bruise and pain. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer was not hospitalized. Customer had treated with food. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.